Manufacturer narrative:
Continuation of d10: product ID dtma2qq crt-d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure the programmer was used to perform an interrogation. The wireless communication session was extended to two hours. When it was attempted to check the crt-d data using the programmer the hourglass symbol did not appear and it was not possible to operate the programmer. The user selected the end session button and the programmer displayed an error and froze. The programmer was power cycled and the interrogation was performed with no further issues. No patient complications have been reported as a result of this event.